Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Dhrs for the libre sensor and libre sensor kit were reviewed. The dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dhrs for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "signal loss" on the adc freestyle libre 2 sensor and as a result, the sensor failed to alarm when the customer¿s blood glucose was low. The customer had contact with a healthcare professional who performed a head scan and administered a glucagon injection as treatment. The customer was diagnosed with hyperglycemia however, the diagnosis is inconsistent with the treatment rendered. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "signal loss" on the adc freestyle libre 2 sensor and as a result, the sensor failed to alarm when the customer¿s blood glucose was low. The customer had contact with a healthcare professional who performed a head scan and administered a glucagon injection as treatment. The customer was diagnosed with hyperglycemia however, the diagnosis is inconsistent with the treatment rendered. No further details were provided. There was no report of death or permanent impairment associated with this event.